Manufacturer narrative:
A cracked reservoir tube lip was noted during the visual inspection. No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted.

Event description:
It was reported that the customer received a button error alarm on his insulin pump, which may have gotten wet. The customer did not recall any significant events leading up to the alarm. He was advised to revert to a back-up plan. His blood glucose level was 505 mg/dl, which was treated with insulin shots. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.